Event description:
Doctor was performing an av fistula declot on patient. An edwards lifescience fogarty balloon- was being used by doctor when it became severed. He retrieved the fractured tip in its entirety with a snare and completed the procedure successfully. There were no adverse effects to the patient. Hospital is trying to ascertain the company specialist for this balloon. In the interim, this hospital has pulled the remaining balloons with this lot # until the company can inspect the catheter.